Event description:
It was reported that the insulin pump had cracks. The blood glucose reading was 15 mmol/l, which the customer treated using the insulin pump. The caller stated that the crack started from the reservoir window almost to the yellow line of the piston. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked reservoir tube upon visual inspection. No cracks noted on reservoir window observed.